Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they had gum recession, jaw pain, and a lack of the tooth movement due to the aligners.